Event description:
The facility's biomed engineer reported an infusion pump with an 812:02 failure code. The biomed stated that it was unk if there have been any reports of any pt incident involving the pump since the last baster service event. It was unk if this failure occurred during pt use or biomed testing. Additional contact info was requested but not provided.